Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 444 mg/dl at the time of incident customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer did experience symptoms of high blood glucose value such as nausea, vomiting, abdominal pain, difficulty breathing. The customer treated high blood glucose with pump. Based on customer¿s report customer did not allege under delivery. The customer was using auto mode when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer declined troubleshooting. The insulin pump will not be returned for analysis.